Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported; the panel of the video system center was out of order. The issue occurred during maintenance. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. Updated fields: b5, d4, d8, g6, h2, h3, h6, h11. In addition, the following reportable malfunctions were identified during the device evaluation: the panel is out of order due to a malfunction of the panel and film and there is no image due to malfunction of the socket a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable causes such as damage or deterioration of parts due to wear and tear, device settings or effect of peripheral equipment, without any design or manufacturing issue. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.